Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was still using the recalled infusion sets. The customer did not want to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.